Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed failed battery. The customer changed the battery and still is receiving failed battery. Troubleshooting was performed. The customer did not receive a low battery alert prior to the replace battery now alarm twice. The insulin pump was not dropped or there were no unattended alarms. The insulin pump will return.

Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. However, unexpected low battery alarm noted in the long trace due to intermittent non-sleep anomaly software error. The insulin pump was received with missing display window cover, scratched lcd window, cracked keypad at select button, keypad overlay texture damage, scratched overlay, faded serial number label, cracked retainer and scratched around casing.